Event description:
A customer contacted regarding falsely low glucose test results from a single pt. The affected sample was a cerebrospinal fluid sample pipetted into a microtube. The original glucose results were: 2.2mg/dl and 4.6mg/dl. The results were reported out of the lab. The pt sample was re-tested for glucose. The glucose result of 61mg/dl was obtained. A corrected report was issued. The customer indicated that they suspect a bubble was in the microtube during the original testing (eg. Short sample). The customer indicated there was no change to the pt treatment that can attributed to this event.